Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette compartment of the cycler when removing the cassette at the end of pd treatment. The patient also reported that the touchscreen was not responding. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that she is unsure if the patient completed treatment but confirmed the patient is trained to revert to manuals if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which she has had difficulties draining with and has been captured as a separate event. The reported cycler has been returned to the manufacturer for physical evaluation. Multiple attempts were made to retrieve the cassette. A sample return kit was shipped to the patient.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The touch screen test failed as the touch screen was unresponsive to touch. After replacing the I/o board touch screen became responsive, but the response was erratic. The touch screen was properly calibrated after replacing the front panel assembly with a known good front panel assembly. The cycler underwent an accelerated stress test with no fluid leaks. The cycler tested negative for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.